Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 530 mg/dl and 140 mg/dl, 530 or 440 mg/dl and 160 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).